Event description:
It was reported that patient underwent shoulder procedure on (B)(6) 2011. During the procedure, the stem was implanted into the patient's shoulder, but when the surgeon went to remove the inserter, the stem came out as well. The stem would not detach from the inserter. The stem was re-inserted and a mallet was used to remove the stem from the inserter. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
Returned device displayed reported condition. Decision was made to recall based on a supplier manufacturing issue that was determined as part of internal investigation. Reference 1825034-2011-007r. This report submitted april 7, 2011.